Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 12. There was no reported impact on the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.